Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pockets were not opened on the drawer. A field service engineer found that the auxiliary drawer 6 was not opened and plastic bag in the back of drawer, removed the bag to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pockets in drawer not opening. The customer stated that the malfunction occurred when trying to issue medication to patients and there was a delay. However, there were no adverse events or injuries reported based on this event.